Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy procedure, the balloon did not inflate and disengaged from the trocar. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon, insufflation bulb and trocar balloon were received. The circular seal for the trocar balloons appeared intact. The obturator, lock collars and seals appeared intact. The inflation syringe was not received. A functional evaluation found that the dissector balloon was inflated, no leaks detected. Using a test inflation syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.